Event description:
It was reported that following an unrelated procedure, the device was determined to have emitted beeping tones due to a recorded battery depletion alert. The device is expected to be explanted at a future date. Currently, this device remains in service. No adverse patient effects were reported.